Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient was not having any intrathecal pump issues. The patient contacted the hcp and had an appointment scheduled after the MRI for pump interrogation. A motor stall and recovery was noted on the logs. The patient was without problems.

Event description:
Information was received from a health care provider regarding a patient who was receiving baclofen via a pump implanted for intractable spasticity and spinal cord injury/disease. It was reported that on an unknown date the patient developed an ulceration in his sacrum area. A MRI (related to the device or therapy) was going to be performed due to that issue and an old injury that was giving the patient a hard time. The old injury had been ongoing for a long time. It was thought it may be infected. The relationship to the pump was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.